Manufacturer narrative:
MDR ./ initial 4 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced eight infusion set fell off during use on 03-may-2026, on 04-may-2026 and on 05-may-2026.